Event description:
It was reported that, "during the surgery, the surgeon could not use the exeter acetabular pressurizer because the t-lever has been too tight."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR.# 9610669-2009-00057.